Manufacturer narrative:
B5; additional information: the physician determined the endoleak to be a type iiib tear of the old anurx bifurcated main body stent graft. Intervention was performed using an endurant aui (etuf3214c102e). The right iliac artery was extended with an endurant iliac limb (etlw1610c146e) and a coil embolization of the right hypogastric artery was performed to address a type ii endoleak originating from right hypogastric artery vessels. It was confirmed in 2017, an endurant cuff (etcf2828c49e) and two limbs were implanted to resolve a type ia and bilateral type ib endoleaks (iexch182285 and iexch162285) along with coil embolization of the left hypogastric artery. The physician attributed the endoleaks to disease progression of the iliac arteries. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following brand name: aneurx advantage iliac (flared) - hydro; product ID: iexch162085 (serial: (B)(6)); product type: 0180-aortic stent graft; implant date: (B)(6) 2010. Brand name: aneurx advantage iliac (flared) - hydro; product ID: iexch182285 (serial: (B)(6)); product type: 0180-aortic stent graft; implant date: (B)(6) 2010. Brand name: aneurx advantage iliac - hydro; product ID: ilxch1414115 (serial: (B)(6)); product type: 0180-aortic stent graft; implant date: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An aneurx stent graft system was implanted during the endovascular treatment of an 70mm abdominal aortic aneurysm. Approx. 6 years, 6 months post index procedure two endurant stent graft limbs and an endurant cuff were implanted. It was reported during a follow-up CT scan conducted approx. 14 years, 3 months post index procedure, a type iii endoleak was identified in the original aneurx bifurcated graft. An intervention was performed the next day, where a endurant aui stent graft and extension limb was implanted to address the endoleak which was successfully resolved per the physician the cause of the type iii endoleak is undetermined. No additional clinical sequelae were provided and the patient is fine.